Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device pro7000de, hall oralmax elite high speed drill, was being used on approximately (B)(6) 2025 and "gets hot¿. There was no impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device pro7000de, hall oralmax elite high-speed drill, was being used on approximately on (B)(6) 2025 and "gets hot¿. There was no impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿gets hot¿ was not confirmed. However, there were additional problems found. There was rotor failure and visual internal damage in the cast stator. There was abnormal noise. The safe slide was worn and collet failure as well. The preventative maintenance was overdue and completed on this repair order. The repairs were completed and the final test met all specifications. The service history was reviewed and found similar repairs to this complaint. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 59 reports, regarding 59 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: regular and proper maintenance of the equipment is the best way to protect the investment. It is essential that the equipment is serviced as scheduled in order to retain its optimum performance and reliability, which will reward the customer with safer, less problematic product performance over time. The micropower+ handpieces (pro7000se, pro7100se, pro7200se, pro7300se, pro7400se) and attachments shall be returned every 12 months for servicing. We will continue to monitor per regulatory requirements to help ensure patient safety.